Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
While the device was at the philips bench repair, it was observed that the device was displaying a "pacer/shock equipment malfunction" message. There was no reported patient involvement.